Event description:
It was reported that the patient presented remotely via home monitoring. Review of the transmission noted that the right ventricular (rv) lead exhibited elevated pacing impedance and intermittent myopotentials oversensing resulting in pacing inhibition. Programming changes to unipolar configuration was performed; the rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited extracardiac stimulation causing the patient to experience discomfort.